Event description:
A 48 yr old white gravida 0, female, status post bilateral subglandular inframammary gels (question type/size - no records) placed for augmentation in 1974. This set encapsulated early, and despite closed capsulotomies, it persisted. In 1983, pt developed a left medial mass. During the course of exploration, a rupture was found. Pt had replacement with ? Gels (type/size - no records). This set also encapsulated. In april 1991, pt had replacement with bilateral mcghan biocell gels. Due to left distortion, the left was redone in july 1991. However, distortion persists, in addition to recurrence of encapsulation. Significant tissue was taken on the left, so pt complained of decreased size on the left, despite a larger implant (? Size - no records). Pt has some intermittent pain. Pt has noted increase/decrease in size for years. No history of trauma. The pt has also developed progressive systemic symptoms, diagnosed as "pms". These symptoms include: arthralgias/myalgias, paresthesias/dysethesias, spasms, swelling, fatigue, "recutis"/yeast, headaches, visual changes, dizziness, memory loss, dry eyes, hair loss, oral sores, rashes, sensitivity to sun, and shortness of breath.